Manufacturer narrative:
E1: patient city: beaumont. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with an infusion set after being used for 5 days. There was no stress or pull reported on the infusion set tubing. The leak was at the site. The patient changed the infusion set. No further information available.